Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified subclavian artery. An 8.0mmx40mmx135cm (4f) sterling balloon was advanced for dilation. However, during the first inflation until reaching 10 atmospheres, the balloon ruptured. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter address (B)(6).